Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, rectocele, posterior vault prolapse, urethral hypermobility, prolapse, and incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy with perineorrhaphy and dermal allograft placement in the posterior compartment.

Manufacturer narrative:
Date sent to the FDA: 10/10/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 by dr. (B)(6). It was reported that patient underwent repair of incarcerated left spigelian hernia with ultrapro mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6), due to incarcerated left spigelian hernia. (Per operative report).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion, urgency, and obstruction.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous vaginal vault suspension; due to fourth degree rectocele, second degree posterior vault prolapsed, weakened rectovaginal septum, urethral hypermobility and genuine stress incontinence.